Event description:
The following information was provided by the cook area representative based on comments made by the user. The physician removed the cook huibregtse needle knife papillotome from the packaging. The needle of the papillotome was extended and retracted back into the outer catheter prior to advancing the device through the endoscope. There were no discrepancies with the needle. After the device had been advanced through the endoscope and into the patient, the needle tip was reportedly missing. The papillotome was removed from the endoscope and the location of the missing needle tip could not be determined. A section of the device was not removed from the patient's body; the location of the missing needle tip was unable to be determined. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Needle knife breakage near the distal end can occur if the device is used with excessive cautery settings. The instructions for use direct the user to verify the desired settings by following the electrosurgical unit manufacturer's instructions. Needle knife breakage near the distal end can also occur if the needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use for this product line caution that the needle knife must fully exit the endoscope when applying current. Needle knife breakage near the distal end can also occur if the product experiences limited movement of the needle knife during electrocautery application. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage of the needle knife. Prior to distribution, all huibregtse single lumen needle knife sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.